Event description:
It was reported that the device may have reached its recommended replacement time (rrt) prematurely. The device was explanted and re placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed it met 80% of expected longevity. Concomitant product: 6947, implantable defib lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.